Manufacturer narrative:
Batch review performed on 01 july 2019: lot 145477: (B)(4) items manufactured and released on 02-dec-2014. Expiration date: 30-10-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved. Batch reviews performed on 01 july 2019: gmk-sphere 02.07.1206l tibial tray fixed cemented size 6 l (k090988) lot 180258: (B)(4) items manufactured and released on 26-apr-2018. Expiration date: 18-04-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0007l femoral component sphere cemented size 7 l (k121416) lot. 188958: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 03-01-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About two months after primary surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta implants and implanted an antibiotic spacer. The surgery was completed successfully. The patient had already a previous revision for infection 1 month after primary.